Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event and infusion set bent cannula event. Blood glucose level was 25 mmol/l at the time of the event. Patient got treated with intravenous (IV) drip. Infusion set was used for few hours. The iinsertion site was the abdomen. No further information available.